Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the blade wobbled/vibrated severely when being used in the patient during the inferior turbinate reduction procedure. They changed out the blade as part of the troubleshooting steps. There was no intervention planned or performed. There was a 5 minutes delay with the procedure. The procedure was completed with backup product(s). There was no patient impact.